Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0n0xr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) system was explanted on (B)(6) 2015 due to an infection on the leads and her body rejecting the implant. The patient also experienced drainage in that fluid leaked onto her pillow; bleeding and weakness were also reported. The infection was discovered when the health care provider (hcp) removed the stitches. The patient was given IV antibiotics to resolve the issue as oral antibiotics did not work. If additional information is received, a follow-up report will be submitted. Please see report # 3004209178-2016-03174.